Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received on (B)(6) 2019 indicating that the patient presented for procedure on (B)(6) 2019. The device was explanted and replaced.

Event description:
New information received on 24 oct 2019 indicating that the patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited rapid battery depletion. It was also noted that the patient experienced shocks while out of the country. The device was interrogated and the records cleared. No device intervention was reported but device explant was discussed. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.